Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm replaced the cable assembly, fiber optic sensor extension to resolve the issue. The unit passed all calibration, functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that there were issues with installing the fiber optic cable in a cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.

Event description:
It was reported by the customer that before use there were issues installing the fiber optic cable in the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.